Event description:
The initial report alleged pain and explant. The following is based on medical records provided by the pt's attorney: (B)(6) 2004: repair of right inguinal hernia with implant of composix kugel mesh. On (B)(6) 2006: repair of recurrent right inguinal hernia repair with non-bard mesh. The composix kugel had been balled up from contraction, adhesions were taken down and the composix kugel is partially explanted with approximately 30% removed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008-004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR on the additional info received. Based on the medical records provided, it is unk whether the device may have caused or contributed to the reported event. The pt underwent repair of an inguinal hernia in december of 2004. The pt developed a recurrence two years later, the composix kugel was noted to be balled up, was partially explanted, and a non-bard mesh was placed. The info provided indicates that the pt was treated for recurrence and adhesions, both of which are known possible adverse reactions listed in the IFU. Additionally, no samples was returned for eval. With the currently available info, no conclusion can be drawn.